Manufacturer narrative:
No sample or new info was received for this complaint. Because of this, only a complaint file review for any similar complaints of this nature could be conducted. No prior complaints of a user being unable to remove a stylet have occurred. Without a sample or a lot number, and because there have been no other reports of this type of event for any device type, it can only be concluded that there is no evidence to support that a manufacturing error caused the event. No further info is anticipated for this report.

Event description:
After intubation, the sytlet could not be removed due to reported softness of the tube.